Event description:
It was reported that a device is alarming system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. The device was tested for 24 hours and no malfunction could be identified. System error 322 was confirmed through the event history log. The eval was unable to determine the cause. The upper and lower auxiliary are known contributors to this symptom nad have been replaced. It was reported that a device is alarming system error 322. It was also reported that there was no pt injury.